Event description:
Additional information was received from a health care professional (hcp). It was reported that no device was explanted by the hcp. The new lead and implantable pulse generator were placed on (B)(6) 2016.

Manufacturer narrative:
See manufacturer¿s reports # 3004209178-2016-10380 for the patient¿s other device issue.

Event description:
Additional information received from the patient confirmed they had an infection at the site of their implantable neurostimulator (ins) with symptoms of pain, redness, and that ¿it looked infected¿. The patient was hospitalized and then moved to rehabilitation where they were on IV antibiotics for 2 weeks before being released. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that their implant was replaced due to an infection that was found in the spring of 2015. They were given liquid antibiotics and the replacement device was put in during thanksgiving time of 2015. Additional information has been requested regarding the explant, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.